Manufacturer narrative:
Per the exel device IFU (IFU-3 disposable hypodermic needles), the warning section indicates the user to not replace the original needle cover after use. Additionally, the operating instructions section indicates the user to discard the needle in a biohazard container after the procedure. However, on 06-mar-2024, a review of the inner box label lbl-105 master label for hypodermic needles found the directions for use stated to "use once, replace needle protector and discard in accordance with local safety standards". Ncr-46 was opened to investigate the discrepancy in directions between the IFU and the inner box label.  Despite the discrepancy, the root cause is likely user error during recapping as there have been no changes in material/process and retained lot samples passed testing. Exel has not received any similar complaints for this type of incident for this lot. A health hazard evaluation hhe-2 was performed to assess the risk from the inner box label directions and found the risk to be acceptable for both previously released and existing product. Cm-9 was opened to update the labeling of the hypodermic inner box label to remove the recap statement for future product.  The root cause is likely user error during recapping. However, areas for improvement to minimize this type of incident have been identified and will be implemented per cm-9.  (B)(4)

Manufacturer narrative:
Per on (B)(6) 2024 customer response: was the needle bended before and during the re-cap? No, the needle was not bent before re-cap.  The doctor had just completed the injection and did not note a bend in the needle prior to insertion in the cap. It was reported that the doctor had just completed an injection on a patient, was the patient has any risk of blood-borne infections or disease transmission risk? The doctor said that the patient claims they have no diseases of concern.  I do not know if the doctor or the patient will be tested for confirmation. Per investigation: retained samples were tested and passed inspection. Production process was reviewed and no changes were made to materials or process. This is the first complaint of this type of incident in 2024 (no similar complaints from this year). However, it was noticed during review that the IFU mentions to not replace the original needle cover after use but the inner box label states to use then replace the needle protector. Ncr-46 was initiated to investigate this discrepancy in directions.

Event description:
On (B)(6) 2024, it was reported that dr. (B)(6) had just completed injection on a patient and used a "swoop" method to recap the needle.  The needle punctured the side of the protective cap, and when she applied pressure to complete the capping process, the needle penetrated further and then into her thumb.  This is needle # 26437, lot # 220403.  She is a regular user of these needles, and would like to register her experience while also asking if there have been any changes to the cap, or any similar experiences with this needle / lot combination.